Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts. The plunger stud was loose and needs to be tightened. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on the mayfield infinity skull clamp (a1114) keeps slipping loose. The plunger was also loose and has a missing set screw. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.